Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg needs to charge every other day. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.